Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the bile duct during a choledocholithotomy procedure to treat common bile duct stone performed on (B)(6) 2025. During the procedure, an attempt was made to dilate the duodenal papilla using the device. It was reported that the balloon did not expand to the intended dilation pressure. The device was removed and inspected and found out that the balloon had ruptured. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst. H11: investigation results the returned hurricane rx dilatation balloon was analyzed, and a visual inspection found no physical damage. Functional evaluation found the balloon was inflated without any problem; however, it was not able to hold the pressure due to a pinhole located approximately at 11 mm from the tip of the device. Microscopic inspection also found evidence of pinhole. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst cannot be confirmed. The balloon pinhole problem found could have been interpreted by the customer as the reported event of balloon burst. The results of the analysis performed on the returned device found that the pinhole located approximately at 11 mm from the tip of the device which causes the balloon unable to inflate. The pinhole found in the balloon occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous the procedure, could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Manufacturer narrative:
H6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the bile duct during a choledocholithotomy procedure to treat common bile duct stone performed on (B)(6) 2025. During the procedure, an attempt was made to dilate the duodenal papilla using the device. It was reported that the balloon did not expand to the intended dilation pressure. The device was removed and inspected and found out that the balloon had ruptured. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.